Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the patient's daughter, who is a nurse, called and stated her mother had a new aspira pleural drainage catheter, which was inserted on (B)(6) 2017. She stated that in the hospital they drained 1100 ml of fluid and she was told to drain her mom again on (B)(6) 2017. The daughter expressed when she attached the drainage bag and squeezed the bulb, it quickly deflated and nothing drained out. Ms&s advised her to try another drainage bag and she stated it did the same thing. She then mentioned that with each breath she can hear a whistling noise, like an air leak. Ms&s advised her to clamp the line with a green slide clamp and take her mom back to the hospital, it sounds like there is an air leak somewhere in the system. Ms&s called the patient's daughter back on (B)(6) 2017 for further information. She stated her mom is in the hospital and an x-ray showed some air in the pleural space and pneumonia. No further information was provided.